Manufacturer narrative:
Medical device expiration date: unknown. 2000e china 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section g5 is for the domestic similar product.- k960280. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient was hospitalized in the pediatrics department of our hospital due to bronchial pneumonia. When the patient was admitted to the hospital for anti-infection and rehydration intravenous infusion according to the doctor's order, when the intravenous infusion was connected with a needle-free closed infusion connector, the fluid was found to leak. Check carefully.the connector was broken and could not be used, so the needleless closed infusion connector was replaced for the patient's infusion treatment, and the leakage was reported to the material supply department."

Manufacturer narrative:
H6. Investigation: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that the smartsite was broken which resulted in leakage. No further information was available to assist the investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Leakage due to damaged smartsite devices is a rare occurrence with a small number reports in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the ll vlv adpt(stand alone) leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the patient was hospitalized in the pediatrics department of our hospital due to bronchial pneumonia. When the patient was admitted to the hospital for anti-infection and rehydration intravenous infusion according to the doctor's order, when the intravenous infusion was connected with a needle-free closed infusion connector, the fluid was found to leak. Check carefully. The connector was broken and could not be used, so the needleless closed infusion connector was replaced for the patient's infusion treatment, and the leakage was reported to the material supply department."